Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was properly deployed. However, hemostasis was not achieved. There was no calcification at the common femoral artery, the vessel was very clean. The blood loss was less than 250 cc's. Manual pressure was applied to achieve hemostasis. The procedure outcome was reported to be fine. The patient was in stable condition. Additional information was received on january 4, 2019. The procedure that was being performed was a peripheral using a 6fr sheath. A pre deployment angiogram was performed, and looked good and clean.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.